Event description:
It was reported that the stent dislodged. The 90% stenosed target lesion was located in the precaval. A 75cm wallstent endoprosthesis stent was inserted. The stent was slowly released at the lesion site, however, the position was not ideal. The physician withdrew the device, and afterwards the stent dislodged. The procedure was completed with a different device. There were no patient complications reported. It was furter reported that the stent deployed when the physician tried to reconstrain it. The stent deployed in an unideal position and reconstrainment of the device failed. The device had to be removed by a snare.

Event description:
It was reported that the stent dislodged. The 90% stenosed target lesion was located in the precaval. A 75cm wallstent endoprosthesis stent was inserted. The stent was slowly released at the lesion site, however, the position was not ideal. The physician withdrew the device, and afterwards the stent dislodged. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the stent deployed when the physician tried to re-constrain it. The stent deployed in an un-ideal position and re-constrainment of the device failed. The device had to be removed by a snare.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified no issues with the delivery system that could potentially have contributed to the complaint incident. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. The device was received with the stent fully deployed. The deployed stent was returned for analysis. No damage or issues were noted with the returned stent that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the stent dislodged. The 90% stenosed target lesion was located in the precaval. A 75cm wallstent endoprosthesis stent was inserted. The stent was slowly released at the lesion site, however, the position was not ideal. The physician withdrew the device, and afterwards the stent dislodged. The procedure was completed with a different device. There were no patient complications reported.